Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. The displacement test could not be performed or the motor position encoder error alarm verified due to motor error alarms. The device also had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's son reported via phone call that the insulin pump alarmed a motor position encoder error during basal after it was exposed to a magnetic field. It was stated that the customer wore the insulin pump during an MRI. Blood glucose value is unknown. They were unable to rewind the insulin pump. It was mentioned that the customer has in the hospital due to a possible stroke. The insulin pump was replaced and returned for analysis.